Manufacturer narrative:
Intuitive surgical, inc. (Isi) received following additional information: the issue happened at the beginning of the case and the prograsp forceps was not inserted into patient.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during central processing, the end of the prograsp forceps was broken and would not function properly. There was no report of patient involvement. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the main tube broken. Fragments were not returned with the instrument. This causes the end of the insturment not to function properly. The complaint was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.